Event description:
It has been reported that a revision surgery was performed due to wear. Initial surgery was performed 6 years ago.

Manufacturer narrative:
The purpose of this investigation was to analyze the wear patterns observed on the retrieved insert. Macroscopic photo analysis and cmm measurements were performed on the retrieved insert. Upon visual examination, typical burnishing and mild abrasive wear patterns were observed in the medial and lateral articulating areas. A significant amount of wear and creep was observed in the left compartment. Damage was observed along the posterior edge of the left compartment. Mild rounding that is typically seen in a fully locked insert was observed near the anterior locking mechanism. Areas of burnishing were also observed on the distal surface. Burnishing and mild deformation due to normal contact with the femoral component was observed on the posterior side of the post. The cmm measurement data of the retrieved insert was used in conjunction with component models to approximate the wear volume. The approximate wear of the retrieved insert in the left and right compartments was 358.9 and 62.7 mm3, respectively. In conclusion, the retrieved insert showed the typical wear features of burnishing and mild abrasive wear. The wear pattern in the left compartment was unusual in the amount of observed wear. The total wear volume of the insert was approximately 421.6 mm3 and a majority of the wear occurred in the left compartment. The large amount of wear seen in the left compartment compared to the right may indicate that the majority of the body weight was borne by that compartment.